Manufacturer narrative:
(B)(4). Medical records were requested. A supplemental report will be submitted upon completion of the plant's investigation and clinical investigation if medical records are provided.

Event description:
During a f/u call a peritoneal dialysis (pd) nurse reported that a patient was hospitalized for pancreatitis. The patient was admitted on (B)(6) 2015. The patient was discharged on (B)(6) 2015 and is currently receiving effective pd therapy on the cycler. The nurse stated they did not believe it was product/cycler related. Medical records were requested for hosp stay/discharge.